Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges piston rod of pump does not go back completely. Customer was admitted to hospital with ketoacidosis; treated with pen therapy. Requested return of the alleged device for evaluation and replacement was provided.